Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5091660 on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('after first try perforated my uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: never had pcos before. Concomitant products included allopurinol (elavil), butalbital;caffeine;paracetamol (fioricet), curcuma longa (turmeric), ibuprofen, levothyroxine sodium (synthyroid), lisdexamfetamine mesilate (vyvanse), paracetamol (tylenol), rizatriptan benzoate (maxalt), spironolactone (aldactone) and vitamins nos (multivitamins). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced intra-abdominal haemorrhage ("surgeon found blood in the abdomen not sure where the blood come from") and underwent appendicectomy ("appendectomy"). On an unknown date, the patient experienced uterine perforation (seriousness criterion hospitalization), pelvic pain ("pelvic pain/pain got worse"), abdominal pain ("abdominal pain"), genital haemorrhage ("increased bleeding/bleeding got worse/heavy bleeding"), autoimmune thyroiditis ("diagnosed with hashimoto due to elevated tpo antibodes being at 382"), urticaria ("hives"), migraine ("migraine increased"), blister ("blister"), feeling abnormal ("increased brain fog"), gastrointestinal disorder ("having gut issues"), polycystic ovaries ("pcos (polycystic ovary syndrome), pain ("pain shooting from back to front"), dyspareunia ("pain with sex") and memory impairment ("forgetting things"), underwent cholecystectomy ("gall bladder removed") and was found to have anti-thyroid antibody positive ("elevated tpo anitibodies being at 382"). At the time of the report, the uterine perforation, pelvic pain, abdominal pain, genital haemorrhage, intra-abdominal haemorrhage, autoimmune thyroiditis, appendicectomy, cholecystectomy, urticaria, migraine, blister, feeling abnormal, gastrointestinal disorder, polycystic ovaries, pain, dyspareunia, memory impairment and anti-thyroid antibody positive outcome was unknown. The reporter provided no causality assessment for abdominal pain, anti-thyroid antibody positive, appendicectomy, autoimmune thyroiditis, blister, cholecystectomy, dyspareunia, feeling abnormal, gastrointestinal disorder, genital haemorrhage, intra-abdominal haemorrhage, memory impairment, migraine, pain, pelvic pain, polycystic ovaries, urticaria and uterine perforation with essure. The reporter commented: serious injury criterion: hospitalization, other serious (important medical event) and event date (B)(6) 2015 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5091660) on 02-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('after first try perforated my uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: never had pcos before. Concomitant products included allopurinol (elavil), butalbital;caffeine;paracetamol (fioricet), curcuma longa (turmeric), ibuprofen, levothyroxine sodium (synthroid), lisdexamfetamine mesilate (vyvanse), paracetamol (tylenol), rizatriptan benzoate (maxalt), spironolactone (aldactone) and vitamins nos (multivitamins). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced intra-abdominal haemorrhage ("surgeon found blood in the abdomen not sure where the blood come from") and underwent appendicectomy ("appendectomy"). On an unknown date, the patient experienced uterine perforation (seriousness criterion hospitalization), pelvic pain ("pelvic pain/pain got worse"), abdominal pain ("abdominal pain"), genital haemorrhage ("increased bleeding/bleeding got worse/heavy bleeding"), autoimmune thyroiditis ("diagnosed with hashimoto due to elevated tpo antibodies being at 382"), urticaria ("hives"), migraine ("migraine increased"), blister ("blister"), feeling abnormal ("increased brain fog"), gastrointestinal disorder ("having gut issues"), polycystic ovaries ("pcos (polycystic ovary syndrome)"), pain ("pain shooting from back to front"), dyspareunia ("pain with sex") and memory impairment ("forgetting things"), underwent cholecystectomy ("gall bladder removed") and was found to have anti-thyroid antibody positive ("elevated tpo antibodies being at 382"). At the time of the report, the uterine perforation, pelvic pain, abdominal pain, genital haemorrhage, intra-abdominal haemorrhage, autoimmune thyroiditis, appendicectomy, cholecystectomy, urticaria, migraine, blister, feeling abnormal, gastrointestinal disorder, polycystic ovaries, pain, dyspareunia, memory impairment and anti-thyroid antibody positive outcome was unknown. The reporter provided no causality assessment for abdominal pain, anti-thyroid antibody positive, appendicectomy, autoimmune thyroiditis, blister, cholecystectomy, dyspareunia, feeling abnormal, gastrointestinal disorder, genital haemorrhage, intra-abdominal haemorrhage, memory impairment, migraine, pain, pelvic pain, polycystic ovaries, urticaria and uterine perforation with essure. The reporter commented: serious injury criterion: hospitalization, other serious (important medical event) and event date (B)(6) 2015 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.